Manufacturer narrative:
This follow-up report is submitted to relay additional information: multiple MDR reports were filed for this event. Please see reports: 0001825034 - 2017 - 06834; 0001825034 - 2017 - 06835; 0001825034 - 2018 - 00071.

Event description:
It was reported the patient was revised due to pain, osteolysis discomfort, soreness, dysfunction, loss of range of motion, and noise. Metallosis was noted intraoperatively. No further information is available at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed through review of medical records. The revision op notes states that the cup was well fixed but lots of osteolysis around it. The cup was not an optimal position. Metallosis and pseudo-tumor were found. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient had a right hip revision approximately 8 years post primary surgery, due to pain, discomfort, soreness, dysfunction, loss of range of motion, and noise. During the revision, metallosis, osteolysis and pseudo-tumor were found. Head and cup were removed. New head and competitor's cup and liner were implanted. No further information is available at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event. Please see reports: 0001825034-2017-06834. Concomitant medical products - p/n 11-173662, m2a 38 mm mod hd std nk, l/n 057180. P/n 15-106052, m2a-38 52 mm cup non flared, l/n 068130. P/n 11-103200, taperloc por lat fmrl 5.0 x 130, l/n 772480. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported the patient was revised due to pain, discomfort, soreness, dysfunction, loss of range of motion, and noise. Metallosis was noted intraoperatively. No further information is available at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Review of the complaint history determined that no further actions are required. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.